Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This case, with patient identifier (B)(6) (system 2), is related to case with patient identifier (B)(6) (system 2).

Event description:
It was reported the customer received the following results, with two different aviva meters, within 10 minutes: 60 mg/dl (system 1) and 115 mg/dl (system 2). No adverse event reported. A request was made for the return of the meter and strips, replacement sent.